Event description:
In this event, it was reported that after the use of pinkalign 5, a patient experienced a rash all over their body. The symptoms abated approximately one hour after cessation of exposure. No intervention was reported.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device was not returned. Retained product was tested and found to be within specification.